Event description:
The patient reported, that he recently noticed the ins did not seem to be working. He checked with the patient programmer and the device was off; there was no output and he couldn't communicate with the ins. He may have been near a magnet, causing it to turn off. When he turned the ins back on, he felt a strong painful stimulus in his leg, arm and face on the right side, prior to output failure. A follow-up, the physician was unable to "get any real contact" with the device to reprogram it and the device was turned off. Additional information has been requested from the physician.

Manufacturer narrative:
.